Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced resistance when attempting to pierce the cartridge septum with multiple cartridges. There was no reported adverse impact to the customer's blood glucose level. Reportedly, customer replaced cartridges to resolve the issues.